Manufacturer narrative:
(B)(4). The reported event occurred sometime in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) intravia containers were leaking in the bag seal at the base of the IV tubing port where it connects with the remainder of the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two devices were received for evaluation. During visual inspection and underwater leak testing, a leak was noted from the seams around the medication ports. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.